Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, sensor glucose vs. Blood glucose difference and the insulin delivery was suspended. The customer reported blood glucose value of 55 mg/dl. The customer reported hypoglycemia treated with glucagon. The event involved product(s) mmt-7040a, mmt-332a, unomedical, mmt-1884l. Troubleshooting was performed for sensor glucose vs blood glucose difference and low blood glucose event until the customer declined further troubleshooting. No further patient complications were reported. The customer will continue to use the device. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a low blood glucose of 55mg/dl on (B)(6) 2025 right after they set up the new pump and started wearing it (while she was in manual mode). Her husband gave her glucagon to treat the low. Per email clarification from helpline, after the sensor warmed up and customer's blood glucose had already risen, it showed a sensor glucose of 75mg/dl and the pump suspended before low. However, blood glucose was 105mg/dl at this time. So, customer called to ask what to do with the suspend before low. Customer did not have any concern about the difference between sensor glucose and blood glucose. Customer declined further troubleshooting. Pump was used within 48 hours of the low. Smartguard was not used. Customer will likely continue to use the pump. Pump is not returning for analysis.